Manufacturer narrative:
The pump was received with a cracked end cap, a missing end cap sticker, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads. The pump was received without the original belt clip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a loose bottom on the insulin pump. Customer noticed the damage last night. Customer stated that the pump had been dropped but they did not remember specifically when it was dropped. Customer stated that there is a crack on the face beside the up and down buttons of the insulin pump. Customer stated that the dome label sticker is missing. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.